Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shows the same patient name on 2 different tiles / bedsides. Tech support (ts) advised that this can be caused by either the same bed name or ip address being used by the 2 bedsides. One bedside could have a duplicated bed name or ip address. The customer will check this because it is possible one of the bedsides has a duplicated ip because one bedside is in an overflow room, and it has not been used for a while. They said he will check this out and let us know if this resolves the issue. Qa has contact the customer, but they have been unresponsive. Therefore, it is unclear if this was a device failure or not. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shows the same patient name on 2 different tiles / bedsides. Tech support (ts) advised that this can be caused by either the same bed name or ip address being used by the 2 bedsides. One bedside could have a duplicated bed name or ip address. The customer will check this because it is possible one of the bedsides has a duplicated ip because one bedside is in an overflow room, and it has not been used for a while. They said he will check this out and let us know if this resolves the issue. Qa has contact the customer, but they have been unresponsive. Therefore, it is unclear if this was a device failure or not. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) showed the same patient's name on 2 different tiles / bedsides. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) showed the same patient's name on 2 different tiles / bedsides. Tech support (ts) advised that this could be caused by either the same bed name or ip address being used by the 2 bedsides. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Ts stated that a possible cause is a duplicate bed name on each bedside or a duplicate ip address. The customer said he would check this because it was possible one of the bedsides had a duplicated ip since one bedside was in an overflow room, and it had not been used for a while. No further issues were reported. It is likely that the duplicate ip was the cause of the issue. As such, a root cause is likely related to use error related to configuration. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 - b7 d10 attempt #1 01/13/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/17/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 01/19/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.